Manufacturer narrative:
A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Results: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for leakage with the incident lot was not observed. The cups were inspected for defects with no visible defects identified. (B)(4) cups were filled with water, and closed, shaken vigorously in an attempt to produce leaks, with no leaking occurring. Conclusion: an absolute root cause for this incident cannot be determined.

Event description:
It was reported that 3 samples cases of bd complete kit for microbiology & ua chemistry urine testing leaked. No injury or medical intervention.